Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving bupivacaine (concentration 25.0 mg/ml at minimum rate), baclofen (unknown) (concentration 500.0 mcg/ml at minimum rate) and morphine (unknown) (concentration 10.0 mg/ml at minimum rate) via intrathecal drug delivery pump for non-malignant pain and chronic low back pain. It was reported that an alarm was heard and confirmed by telemetry; a critical alarm had occurred. A motor stall occurred and low battery reset occurred post MRI (magnetic resonance imaging). Pump logs were checked. The patient was scheduled for a pump replacement on (B)(6) 2017. There were no reported symptoms. No further complications were reported.